Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level displayed as "high", specific value not provided. Customer administered a correction bolus to address high bg. Reportedly, the customer reverted to an alternate method for insulin therapy.